Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in fair condition. Chipped front housing and missing upstream occlusion sensor seal cover. Customer's complaint of error 10102 was verified. Visually inspected the pump and found it had damaged to the real time clock lithium battery path of the mpu board. The mircropocessor board will be replaced in service. Service also replaced the coin latch, broken front housing, back lables, and upstream occlusion sensor cover. Use testing was performed. The problem source is customer damage.